Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and tamponade from perforation. It was noted that prior to deployment but after the delivery system (ds) had been inserted the patient's blood oxygen saturation level dropped while manipulating the catheter. Effusion was confirmed by echocardiography. Drainage and percutaneous cardiopulmonary support was performed. It was thought the anterior wall in the right ventricle was damaged by the (ds). Thoracotomy was performed. The (ds) was attempted / not used. No further patient complications have been reported as a result of this event.